Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Damage of the cable was noted. Omsc guessed that the reported event was caused by the damage of the cable of the device. There is possibility that the damage of the device was caused by the external stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.